Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre op diagnosis: spinal canal stenosis procedure performed: removal of l1 screw and fusion for extending up to t10. Post op, screw on the right and left side of l1 were loosen. Patient suffered back pain due to screw loosening. Patient was hospitalized.